Manufacturer narrative:
The recipient is reportedly experiencing some drainage at the implant site. The recipient was advised to stop taking oral antibiotics due to other medical issues unrelated to the device. Explant surgery is scheduled.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing skin breakdown and an infection at the implant site. On (B)(6) 2017, the recipient's magnet was exposed. The recipient was treated with keflex 500mg 3 times a day for 15 days. On (B)(6) 2017, the recipient was treated with cephalexin 500mg for 3-4 weeks. The recipient was recommended non-use of the device and instructed on how to care for the implant site. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed a slice on the electrode and a loose electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed sliced electrode wires and a loose electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)94). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient passed away due to other chronic conditions that were not device related. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. During explant surgery there was found to be extensive skin breakdown over the implant site. Extensive biofilm was identified and removed. The area was irrigated with betadine and saline. The recipient is being monitored.